Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial (ra) lead having varying threshold and was unable to consistently sense and pace. It was noted the ra lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.